Event description:
It is reported that the pt was revised due to tibial subsidence. During the revision surgery, it was determined that the tibia was well fixed, that the tibial component was undersized, and that there was no anterior rim capture.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.